Manufacturer narrative:
(B)(4). Title central mesh failure (cmf) after abdominal wall repair. A rare cause of recurrence. Source ann. Ital. Chir., volume 89, 2018 (266-269) article number: 3. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a case report about central mesh failures after abdominal wall repairs, mesh fractures was observed in two patients. One (B)(6) year old female patient that initially received the device, showed a small symptomatic periumbilical recurrent incisional hernia, during a follow-up three years later. At reoperation, a central 3 x 4 cm defect due to fracture of the mesh was observed while the prosthesis appeared peripherically uninjured. Another patient, a (B)(6) year old male, received the mesh however, the posterior layer of the abdominal wall was not completely closed and reconstructed. At admission into the unit, the patient was submitted to us and CT scan, then the patient was scheduled for laparoscopic surgery. At operation, a fracture of the previously implanted mesh was revealed leaving a central defect through which the hernia sac came out. Another device was used to repair the abdominal was defect.